Manufacturer narrative:
No device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The user reported that during the removal of nephrostomy fragments from a patient the head of the snare detached from the shaft while attempting to pull the snare through the sheath tract. The snare head and nephrostomy fragment were lodged in the tissue tract a few centimeters below the skin. The snare head and nephrostomy fragments were removed at a later date. No further patient injury or harm was reported.